Event description:
It was reported by getinge field service engineer that during routine inspection by getinge fse, the cadiosave intra aortic balloon pump had failed drive manifold test while performing all manifold test. There was no patient involvement and no injury.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. Fse also replaced expired tidal volume disk (d202-00-0142), 9v battery (d146-00-0146) and safety disk,drive side (d202-00-0140). The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and failed drive manifold leak tests and pressure vent section. The fat dept. Verified the failure message of drive manifold leak test failed. Drive manifold assy. Failed testing. Refer to CAPA 1406400 , for more information regarding additional investigation details.